Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
The patient's nurse reported that the patient had a skin tear under the device and had removed the device from the patient. During a follow up, it was reported that the patient had been transported to a new hospital. The patient's nurse at the new facility reported that she had been caring for the patient and had not observed any skin irritations on the patient during her care.